Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the emergency room after receiving inappropriate high voltage therapy. Post-sensed t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes were made.